Event description:
It was reported that this implantable pacemaker device was implanted for three years and was explanted. This device was replaced. No additional adverse patient effects were reported.